Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2016-00058, -00059, -00060, -00061.

Event description:
Allegedly, patient was revised due to: severe pain; and marked creaking; displacement of acetabular shell; acetabular liner had displaced inferiorly-(right).